Event description:
No additional information was received from the customer. This supplemental report is being submitted for correction. This event was initially conservatively reported as a serious injury due to the procedure allegedly being prolonged by 30 or more minutes; however, no further information was received from the customer and as initially reported, the patient did not suffer any serious injury or adverse effects from the prolonged procedure, thus correcting b1 and b2. B1 should not be marked as an adverse event, and b2 should not be marked at all. The f10 medical device problem reported, and other findings would not be likely to cause or contribute to a death or a serious injury if it were to recur.

Event description:
It was reported that during cystoscopy and ureteroscopy laser lithotripsy procedure, the surgical videoscope can not connect to the system. The device also exhibited a failed leak test. This resulted to a procedural delay of more than 30 minutes while the patient was under sedation. There were no reports of patient harm.